Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient was doing fine so they hadn¿t had to increase the settings at all but then the patient had gradual return of bladder symptom where he has to go the bathroom so much more frequently. It had built up to the point where patient was not getting rest because he has to get up and go. The patient also had a sudden return of bowel symptoms. The patient was implanted for bladder control however the device had helped with these "infrequent bowel issues" he had and now it was like the patient was back to what it was like before he got the device with his bowel symptoms. The patient did not feel stim while therapy was on. The caller was instructed to increase amplitude and patient felt stim in the correct area during the call. Patient services walked caller through increasing stimulation on program 2 at 1.00v to 2.2v. It was indicated that patient has appointment with healthcare provider (hcp) on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.